Manufacturer narrative:
The device has not been returned for investigation. We have reached out to the distributor for additional information and to request that the unit be returned to belmont for evaluation. A review of the manufacturing records indicated nothing notable. It was reported that there was no injury to the patient. When more information becomes available, a follow-up report will be submitted accordingly.

Event description:
The user facility reported that the rapid infuser was used to infuse 12 units of blood, and then ran on battery mode while the patient was moved to CT. When it was later plugged back into the same socket, the unit tripped the circuit breaker.